Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the stent implant and on the balloon. The stent implant was not returned stationary on the balloon. The stent implant was loose on the lumen. The first distal row of the stent implant had mangled struts. A strut on the second distal row of the stent implant was flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The proximal balloon taper was bunched. There was no damage or kinks noted to the inner member or soft tip. There was no damage noted to the sds. The tip seal length of the device was measured and met mfg criteria. A laser micrometer was used to measure the outer diameters of the stent implant. All of the measurements were oversized. The distal measurement of the stent implant was taken one row proximal to the damaged struts. Product performance engineering reviewed the incident info and analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique device size selection and accessory device support. The analysis of the sds noted the proximal balloon taper was bunched. This type of damage is most consistent with encountering resistance during the retraction of the sds through the lesion/anatomy and/or the guiding catheter/accessories. The stent was confirmed to be dislodged located on the distal shaft, with mangled and flared distal struts. The damage to the stent likely occurred during the procedure, as no damage reported as being noted during the inspection prior to use. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the sds. The stent implant dimension was outside of the accepted mfg specification; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. There was no indication of a product quality issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent impairment/damage. Device issue: stent dislodgement. It was reported that the stent dislodged from the mini vision stent delivery system (sds) after a failed cross attempt. The dislodged stent was retrieved from the patient; however, there is no info regarding how the stent was retrieved. No add'l event or patient info is available.